Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A decrease of one year in the estimated battery longevity was observed across eight months of follow-up visits. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Attempts were made to obtain additional information regarding device status, however, no response was provided. As of today, no information has been provided confirming whether this pacemaker has been replaced.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.